Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a gynecological surgical procedure on (B)(6) 2006 and mersilene mesh was implanted concurrently with total vaginal hysterectomy, left oophorectomy and cystoscopy. It was reported that following insertion the patient experienced vaginal discharge and vaginal bleeding. It was reported that patient mesh removal on (B)(6) 2011 by dr. (B)(6) due to exposed suburethral mesh. It was reported that patient mesh removal on (B)(6) 2012 by dr. (B)(6) due to exposed suburethral mesh and vaginitis. It was reported that patient mesh removal on (B)(6) 2012 by dr. (B)(6) due to mersilene vaginal mesh erosion. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.